Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1,568 short intervals were observed in the previous 12 hours. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals. After discussing the possibility of t-wave oversensing (twos), rv sensitivity was adjusted whereafter the lead was sensing on the p-wave in addition to the r-wave. Upon reversing the adjustment, the p-wave was being sensed most of the time with only occasional sensing on the r-wave. Further reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.